Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
While surgeon was trialing, we noticed the cuts were off and the femur trial wasn't sitting correctly, with a 2mm gap on distal cut. Prior to this trialing phase, there were no indications that an error had occurred. All checkpoints were passing well under threshold (around 0.4mm for all cuts). I had the planar probe built out to check cut depths. On a. Chamfer and p. Chamfer, mako showed proudness of approximately 1.5mm on lateral condyles for both. All other cuts were assessed w/ planar probe and surgeon felt the others were acceptable and not the issue. Attempted to bring robot back in to assess cuts and possibly run saw back over a. Chamfer and p. Chamfer but at this point, the femoral checkpt would not pass at 1.4-1.5mm. We spent 5 mins going over everything related to the femoral array and could not find any issues w/ it. Surgeon decided to freehand cut the a. And p. Chamfers to shave off a little of the proudness and then trialed again. Trial was acceptable after this fix. Final, pressfit implants were implanted and surgeon was even happier w/ fixation and position. All in all, great finish but there are questions about the cuts. Note: I did not perform a check w/ the blue probe at end of case to see if it was array vs checkpt because we would not have been able to assess all three planes to see if the issue was isolated to a moved femoral checkpt or a bumped femoral array. All cuts were made at the point a discrepancy was discovered in trials vs cuts. Surgical delay : 05 minutes. Case type: tka.

Manufacturer narrative:
Reported event: an event regarding ¿while surgeon was trialing, we noticed the cuts were off and the femur trial wasnt sitting correctly, with a 2mm gap on distal cut. Prior to this trialing phase, there were no indications that an error had occurred. All checkpoints were passing well under threshold (around 0.4mm for all cuts). I had the planar probe built out to check cut depths. On a. Chamfer and p. Chamfer, mako showed proudness of approximately 1.5mm on lateral condyles for both. All other cuts were assessed w/ planar probe and surgeon felt the others were acceptable and not the issue. Attempted to bring robot back in to assess cuts and possibly run saw back over a. Chamfer and p. Chamfer but at this point, the femoral checkpt would not pass at 1.4-1.5mm. We spent 5 mins going over everything related to the femoral array and could not find any issues w/ it. Surgeon decided to freehand cut the a. And p. Chamfers to shave off a little of the proudness and then trialed again. Trial was acceptable after this fix. Final, pressfit implants were implanted and surgeon was even happier w/ fixation and position. All in all, great finish but there are questions about the cuts. Note: I did not perform a check w/ the blue probe at end of case to see if it was array vs checkpt because we would not have been able to assess all three planes to see if the issue was isolated to a moved femoral checkpt or a bumped femoral array. All cuts were made at the point a discrepancy was discovered in trials vs cuts. Surgical delay : 05 minutes, case type: tka.¿ product evaluation and results: review of the log/session files has not been completed within 90days of the complaint being opened. The complaint will be closed with an associated risk assessment. Additional failures will be assessed once the log/session file review has been completed. Product history review: a review of device history records shows that rob358 was inspected on 02 september 2015 and the quality inspection procedures were completed with no reported discrepancies. Complaint history review: a search of the complaint database under device identification pn 209999, rob358 reports no similar complaints for tka software - inaccurate resection. Conclusions: the exact cause of the event could not be determined because insufficient information was made available for evaluation. Review of the log/session files has not been completed within 90days of the complaint being opened. A review of the case session/log data is needed to complete a full investigation for determining root cause. In addition to a review of the log/session, a field service engineer conducts scheduled maintenance on the robot to ensure the robot is system ready. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
While surgeon was trialing, we noticed the cuts were off and the femur trial wasnt sitting correctly, with a 2mm gap on distal cut. Prior to this trialing phase, there were no indications that an error had occurred. All checkpoints were passing well under threshold (around 0.4mm for all cuts). I had the planar probe built out to check cut depths. On a. Chamfer and p. Chamfer, mako showed proudness of approximately 1.5mm on lateral condyles for both. All other cuts were assessed w/ planar probe and surgeon felt the others were acceptable and not the issue. Attempted to bring robot back in to assess cuts and possibly run saw back over a. Chamfer and p. Chamfer but at this point, the femoral checkpt would not pass at 1.4-1.5mm. We spent 5 mins going over everything related to the femoral array and could not find any issues w/ it. Surgeon decided to freehand cut the a. And p. Chamfers to shave off a little of the proudness and then trialed again. Trial was acceptable after this fix. Final, pressfit implants were implanted and surgeon was even happier w/ fixation and position. All in all, great finish but there are questions about the cuts. Note: I did not perform a check w/ the blue probe at end of case to see if it was array vs checkpt because we would not have been able to assess all three planes to see if the issue was isolated to a moved femoral checkpt or a bumped femoral array. All cuts were made at the point a discrepancy was discovered in trials vs cuts. Surgical delay : 05 minutes. Case type: tka.